Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead exhibited both high out of range impedance measurements, measuring greater than 2,000 ohm and low out of range impedance measurements, measuring less than 200 ohms. Sensing and thresholds had remained within normal limits and stable. The lead was surgically capped and replaced during a normal generator procedure. No adverse patient effects were reported.